Manufacturer narrative:
Batch review performed on 12 may 2020. Lot 1900375: (B)(4) items manufactured and released on 17-apr-2019. Expiration date: 2024-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 7 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully.